Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application was not launching due to insufficient disk space on the station. A technical support specialist (tss) reported that remote access to the station was established through the remote service system, and disk cleanup was performed using the command interface. The tss checked the system drive usage and removed unnecessary files, including old dump files, installer files, update logs, and configuration status files to free up space. The tss also verified and cleaned database-related files by knowledge article where required and stopped update services to clear pending update data. The tss executed system cleanup and maintenance commands to optimize the operating system and then confirmed that the drive usage returned to a normal level after cleanup. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medapp failed to launch. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.